Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "does not recognize a closed door" caused by a failed lower link switch. The lower auxiliary assembly (containing the link switch ) was replaced.

Event description:
It was reported that a spectrum infusion pump would not recognize a closed door. It was also reported that there was no patient involvement.